Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article ""excellent survival and good outcomes at 15 years using the press-fit condylar sigma total knee arthroplasty"" by william m. Oliver et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report 15-year survival, clinical, and radiographic follow-up data for the press-fit condylar sigma total knee arthroplasty. The article reports: between october 1998 and october 1999, 235 consecutive tkas were performed in 203 patients. Clinical outcomes, including knee society score, were recorded prospectively at each clinic visit, and radiographs were obtained. 8.1 percent of patellae were resurfaced. Cement usage was not mentioned within the article. There were thirteen total revisions performed on this cohort. Depuy products involved: pfc sigma complications: joint instability (1), surgical intervention (1), medical device implant removal (1)". This is to capture the adverse events associated with the (B)(6) male.